Event description:
It was reported that during an attempt to implant the device, the physician was unable to turn the setscrew using three different wrenches. The device was not used. A new device was implanted. There were no patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. Grommet damaged and set screw in connector bore.